Event description:
A patient at a clinic in another country, was under treatment for infertility. The clinic used the vidas estradiol ii assay to measure her estrogen levels. Five tests were run over a week or and an ultrasound at the time showed approx 30 follicles. The treating physician thought that the values returned by the vidas test were lower than they should have been (he thought they should have been 5000pg/dl), but based upon the vidas results he gave the pt an hcg injection. This injection reportedly led to complications and the women went into a coma. Follow up with the clinic by our subsidiary in another country, indicates that the women came out of the coma and is recovering well.

Manufacturer narrative:
An investigation into this event was conducted by biomerieux field service personnel. Biomerieux personnel have checked the instrument used and they found it to be fully functional and within specifications. A mix of other assays were run on the system and all gave accurate results. The controls of the kit used for the estradiol test were checked by another lab and were found to be normal and functioning properly. There is no evidence that either the instrument or the assay used malfunctioned. Biomerieux also reviewed the steps of the assay with the site and discovered that the technician made errors at least twice in the process; once in the dilution and once in the pipetting. Biomerieux india is working with the owner of the lab and planned to give him recommendations on the proper protocols to follow as well as recommendations of specific actions to ensure sustained accurate results. Finally, the physician involved in the case admitted the woman to the hosp and is taking care of her himself. Both physician and technician errors are indicated and are not in dispute by the site.